Event description:
Nursery staff reported that there was no audible alarm or recording of alarms on this pt. Pt was found in asystole. System was checked by co and situation could not be duplicated, however there was a "yellow level" alarm tone that did not respond for 4 seconds, which was a delay.